Event description:
In the middle of a case, when aspirating the pump reservoir, they were getting bubbles. The devices, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).